Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the dc extension cable was being used with a hemopro and the hemopro device remained activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital will reportedly not be returning the product in question as it was discarded. Refer to medwatch number 2242352-2012-00596 for the hemopro report.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).